Manufacturer narrative:
Customer has not returned product 27040xb and has not responded to our attempts to gather or confirm further information. The customer stated "plastic tip" however, our instrument has a ceramic beak, therefore, there is potential this could be a 3rd party repaired item.

Event description:
Per medwatch #mw5086564 we received, "plastic tip broke off during surgery, retrieved by surgeon".